Event description:
It was reported that the patient presented in clinic for a device check. Upon interrogation, the pacemaker exhibited error message due to placement of magnet in the inductive wand. The magnet was removed and the error message resolved. No patient consequences were reported.